Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a message that instructed the customer to call tandem technical support (cts). The customer's blood glucose level was 170 mg/dl. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
It was reported that the pump displayed a message that instructed the customer to call tandem technical support (cts). The customer's blood glucose level was (B)(6) mg/dl. Upon follow up, the customer reported that the pump screen went blank and the led light was not blinking. The customer reported that the pump displayed a reset message. Reportedly, the customer discontinued using the t:slim pump for several days and reverted to manual injections. The customer confirmed that an alternate method of insulin delivery was available.